Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was unscrewed and loose. The customer's blood glucose (bg) level was 450 mg/dl. The customer addressed bg level with a bolus via the pump. Recommendation was made for the customer to check the tubing for air prior to resuming insulin delivery.